Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during a colonoscopy procedure. Patient's age, weight and gender were not provided. Patient's age was over 18 years. Per the complainant, during the procedure, the clip prematurely deployed as it advanced from the scope. It was hanging. The case was completed with another resolution clip device. There has been no report of complications or injury due to this event. Post procedure the patient's status was good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device adn completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).